Manufacturer narrative:
Correction: d6b was inadvertently omitted from the initial report. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
Date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs slimtip lead, model: mn10450-50a, UDI: (B)(4), serial: (B)(4), batch: 7909305.

Event description:
It was reported that the patient experienced ineffective therapy. As a result, surgical intervention was undertaken on (B)(6) 2023 to address the issue wherein the whole system was explanted. It is unknown which lead is liable.